Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle the inner shield would not come off. The following was translated from german to english: patient informs us that she uses the pen "berlipen areo 3". The pen needles would fit on the pen, but the pen can no longer be closed with the cannula plus inner green protective cap unintentionally still on. The inner protective cap gets wedged in the tip of the cap of the pen and could no longer be pulled out. Therefore, the protective cap of the pen was unusable.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle the inner shield would not come off. The following was translated from german to english: patient informs us that she uses the pen "berlipen areo 3". The pen needles would fit on the pen, but the pen can no longer be closed with the cannula plus inner green protective cap unintentionally still on. The inner protective cap gets wedged in the tip of the cap of the pen and could no longer be pulled out. Therefore, the protective cap of the pen was unusable.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h10.